Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure with synovectomy on (B)(6) 2012 due to pain and septic arthritis from hematogenous spread caused by pneumonia. During the procedure, surgeon noted a copious amount of purulence in the joint. Operative report confirmed the tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.